Manufacturer narrative:
Evaluation summary: no lot number was identified with this complaint; therefore, lot history and complaint history reviews could not be conducted. Based on the preliminary investigation findings, there has been no change in criticality for this complaint. Additional information has been requested. (B)(4).

Event description:
A doctor reported that upon implantation of a micro-stent, a cleft occurred. The device would not push in any further than approximately half and therefore had to be extracted. Upon review it was decided not to re-implant in another area as the doctor was concerned about another cleft occurring. Medical intervention was needed. Mild tapenade was performed to stop bleeding and normal irrigation and aspiration to close. The stent procedure was aborted. Additional information was provided from the surgeon that he had assessed the patient and that the cleft was "much smaller than he had anticipated" had no hyphema was observed and the iop was 11mmhg. The doctor was very happy with the postoperative outcome at that time. However, he later reported that the iop had gone up to 35mmhg but this was not unexpected as the ¿cleft¿ closes up. He said it was not even one o'clock hour in size now and that it was like the iris had in fact "re-attached itself".

Manufacturer narrative:
Product evaluation: no sample has been returned for evaluation for the report of cleft occurred upon implantation; therefore, the condition of the product could not be verified. A sample was not returned and no lot information is available, therefore, the root cause for the customer complaint issue cannot be determined. Possible root causes are that postoperative elevated iop and hyphema are established risks associated with use of the device system that is clearly specified in the product instructions for use (IFU). (B)(4).

Manufacturer narrative:
(B)(4).